Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). DHR review was performed and no issues found. All tests passed during manufacturing process. DHR is attached. Received device in good condition. Tested low fluid switch by pressing actuator down using plastic tube. Low fluid alarm was activated. Pressed general alarm test switch and both visual and audible alarms were present. The interlock alarm test was performed and activated installed l-370 test disposable and powered on unit. Continuous disconnect alarm was activated indicating possible malfunction. Removed front cover and investigated further. Investigation revealed damaged micro switch. The bent shim indicates disposable was installed with more force than is necessary. The micro switch operating lever was found damaged therefore unable to engage with the disposable. Root cause was attributed to customer. Actions taken to mitigate the issue: replaced parts and returned to service.

Event description:
It was reported the device had a disposable alarm on the micro switch. No patient injury reported.